Event description:
It was reported that during an unknown procedure the tyvek package ripped when trying to open on a device. They were not introduced to the backtable. The devices was collected and returned to supply chain to be returned. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. B3: event year only reported: 2023. D4 batch #: x70326. Additional information was requested and the following was obtained: does the damage on the packaging compromise the sterility of the device? The top, peel away part of the packaging (assume tyvek) was torn diagonally on both packages as it was being opened. It is unknown if as the package was opened, the sterility was compromised or if the packaging was damaged prior to opening, causing the rip. In either case, the sterility must be considered compromised. A manufacturing record evaluation is pending for the finished device batch number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with not apparent damage along with a tyvek. Upon visual inspection, it was noted that the tyvek was returned delaminate. As part of our quality process, the manufacturing records of this lot was reviewed, and the manufacturing standards were met prior to the release of this lot. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.